Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092-58 implantable pacing lead (B)(6) 2010; addr01 implantable pulse generator (ipg) (B)(6) 2010. (B)(4).

Event description:
The patient reported that the atrial lead came 'loose' and has never worked. The patient also noted feeling a jagging and shocking feeling in the shoulder. Follow up was conducted and indicated that the atrial lead was non-functioning and did not pace or sense. At the lead replacement procedure, it was noted that there were no tie-down sleeves present to anchor the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.